Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient was seen for a routine follow-up on 03/07/2019. The battery longevity of the device was estimated at 1 year remaining. The device was pacing at less than 1% in both the atrial and ventricle leads. The device was explanted and replaced on (B)(6) 2019, and is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that the patient was seen for a routine follow-up on (B)(6) 2019. The battery longevity of the device was estimated at 1 year remaining. The device was pacing at less than 1% in both the atrial and ventricle leads. The device was explanted and replaced on (B)(6) 2019. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of (a compromised two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitor were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.